Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using cold insulin. Tandem clinical support educated customer that using cold insulin is off label per the user guide. There was no reported adverse impact to the customer¿s blood glucose level. Customer changed pump supplies and resumed insulin delivery.